Event description:
It was reported that during a percutaneous coronary stenting procedure, a deployment issue occurred. An unspecified promus element plus stent was deployed in an unspecified lesion. After deployment it was noted that the stent foreshortened. An additional stent was implanted to cover the "foreshortening / geographical miss" to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).